Event description:
It was reported that the ilet was operating in bg run mode and failed to pair with a newly applied libre 3 plus sensor, leading to intermittent communication failure between the systems; the user rescanned in the ilet mobile app, received a replace sensor prompt, replaced the sensor, and activation was successful, after which the call was transferred to the cgm partner for replacement support. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the cgm attributed to communication failure related to the electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.